Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits extensive usage as the device looks dull. The distal end or the tip of the device is broken. The breakage pattern indicates ductile nature of fracture. The fragmented part of the device was not available for inspection. The device has significant abrasion marks indicating abnormal usage. Moreover, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the device malfunctioned due to abnormal usage. The screwdriver undergoes numerous twisting and torsional loading during use and sudden application of high impact torsional loading which eventually led breakage as noted in the complaint. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during surgery the screwdriver broke and another screwdriver was used to complete the surgery.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during surgery the screwdriver broke and another screwdriver was used to complete the surgery.